Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation was able to get a occlusion alarm. The device was found to deliver and operate within specification. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not upstream occlude and in turn would throw off the accuracy test. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.